Event description:
It was reported that lid was missing with a bd sharps coll europe 3.0l yel. The following information was provided by the initial reporter, translated from spanish to english: when preparing an order, they find (B)(4) containers without a lid in a box. When you open another box you find that 1 more lid is missing.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9035001 supplier, carfi, checked the records of this batch and they are correct. They are in accordance with the range and match the values of the photos as evidence provided by the customer. This confirms that the box was complete, having no missing parts. The supplier, carfi plastics, have several controls regarding the weight of the container before shipping, such as a scale near the machine, and the operator weighs all boxes from every production, and writes by hand the weight in the box flap, and records these values in an appropriate record template. Also in this template, it is determined the range of values in which the weight has to be. Additionally, there is also the control made by quality department that is performed several times during production. H3 other text : see h.10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that lid was missing with a bd sharps coll europe 3.0l yel. The following information was provided by the initial reporter, translated from spanish to english: when preparing an order, they find 4 containers without a lid in a box. When you open another box you find that 1 more lid is missing.